Event description:
(B)(4). Same case as MFR ID: 2134265-2011-06105. It was reported that post a stenting treatment procedure, the patient experienced "degradation of angina status". The patient presented at the time of the index procedure due to unstable angina. Cardiac catheterization revealed a 90% stenosed and 10mm long lesion located in the mid right coronary artery (rca) extending into the distal rca with a reference vessel diameter of 3.0mm. This was treated with predilation and deployment of two 3.0x12mm promus element stents resulting in 0% residual stenosis. The patient was discharged 3 days later on aspirin and clopidogrel. In (B)(6) 2011, the patient reported complaints of tightness in the chest (no pain), varying in intensity day by day. The onset date was unknown. Diagnostics or treatment have not been performed due to "the poor general condition of the patient". Therefore, the cause of the angina is not known.

Event description:
Same case as MFR ID: 2134265-2011-06105.it was further reported that the target lesion was located in the proximal right coronary artery (rca) not the mid rca.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Device is combination product. Patient identifier: (B)(6). Date of birth: 1941. Event date: 2011. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).